Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received stated that the patient experienced pain at the ipg implant site due to weight loss and had the entire system explanted as a result.

Manufacturer narrative:
Date of event is unknown. Date of explant is unknown. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had an issue with the ipg and in turn had the ipg replaced with another manufacturer's device in (B)(6) 2019. The exact reason and date of surgery are unknown.